Manufacturer narrative:
(B)(4) date sent: 3/31/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the surgical procedure? Were there any malformed staples in initial procedure? Please provide a timeline of events. How was the post operative leak addressed? Due to the case being over six months old, it is difficult to obtain detailed information. What does ""leakage"" entail.gi contents. Was there any other issue noted with the staple line other than the leak (malformed staples, staple line missing staples, etc.)?n/a how was the leak controlled? N/a was there any patient consequence or change in the post-operative care of the patient as a result of the event? Reoperation.

Event description:
It was reported that during an unk procedure, after using the device, leakage occurred from the cut end of the duodenum. The cartridge color was gold. No further information is available.